Event description:
At an incident, an AED malfunctioned and was not able to audibly prompt the operators of a shockable rhythm. Unit was put into use and pads were applied to pt's chest. Machine prompt stated "do not touch pt, analyzing pt." Operators waited for response from machine. Ems arrived , waited for response, instructed fire to remove pads. Then applied their own pads and shocked pt. Post incident investigation revealed machine had detected a "shockable rhythm" but had been unable to complete a charge and alert operators audibly of the shockable rhythm.